Manufacturer narrative:
It was reported that the bed was "stuck, not moving or responding to the remote". The patient was transferred to another bed. The remote was not responding, the control box lights were not lighting up despite receiving power, and one of the motors that moves that part of the bed was broken. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the bed was "stuck, not moving or responding to the remote".